Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced a low glucose alarm and an ¿urgent low soon¿ notification, with blood glucose reaching 66 mg/dl and remaining below 70 mg/dl for less than one hour; the user treated with oral glucose and subsequently returned to range after coaching on corrections, meal announcements, and how low alerts and algorithms work. Symptoms included no loss of consciousness, dizziness, or need for assistance, and no professional medical intervention was required. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.